Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The cgm value was 120 mg/dl but the bg finger stick (bg fs) value was 35 mg/dl. The patient used a tandem insulin pump. The patient had severe hypoglycemia and lost consciousness. Emergency medical service was called. Firefighters treated him to a bg fs value of 36 mg/dl. Treatment included oral re-sweetening (unspecified carbs) and 3 amps of g30%. On (B)(6) 2023 at 7:07 pm he was transported to the hospital. As his bg level improved, he became alert and oriented. At the time, his bg level was 110 mg/dl, the cgm value on the pump display screen was 250 mg/dl. In the evening at 11:10 pm his bg was 400 mg/dl (0.4g/l). After a meal and IV dextrose (5%), at midnight the bg was 175 mg/dl(1.75 g/l) and was 295 mg/dl (2.95 g/l) at 1:20 am. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c, d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4: d4 catalog no - correction, d4: UDI - correction, h2: correction.